Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit passed displacement test and active current test. Unit failed sleep current test. Pump error 25 due to non-sleep anomaly software error.

Event description:
Information received by medtronic indicated that the insulin pump even after reset pump batteries are still bad. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.